Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial#(B)(4) implanted: explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug and fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain, other chronic/intract pain (trunk/limbs). It was reported that the patient had the catheter replaced on (B)(6) 2017. No further information was reported. No further complications were anticipated/reported.